Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin correctly. The customer¿s blood glucose level was unknown. Customer had also experienced high blood glucose level. Customer declined 24 hour helpline transfer. The device will not be returned for analysis.